Event description:
It was reported that the patient was having telemetry issues. An overdischarge was suspected with health issue(s) indicated as the primary reason. The last time any stimulation was felt was 2 to 6 months prior. The patient had an si joint fusion 4 months before, and had not used the device since the procedure. An antenna locate (al) test was done and a physician mode recharge (pmr) was started. The following day, it was reported that the patient's stimulation was too strong and he was "vibrating all over." It was confirmed a pmr had been done the previous day. When the patient turned his implantable neurostimulator (ins) on at noon that day, the "uncomfortable" stimulation began. The symptoms were noted to have occurred during a recharge session of his ins in a post-overdischarge recovery. Education on the ins recharger use resolved the reported issue. The patient was instructed to start another pmr, and it was confirmed that the stimulation sensation had stopped. The patient then exited out of pmr. It was also reported that the patient could not adjust stimulation. The patient was unsuccessful in clearing the power on reset (por). The patient could feel the effects of the stimulation; his feet were numb and his knees were "tingling." It was noted that the patient thought his ins would "jolt him to death." Additional information received 4 days later indicated the patient was seen and the por had been removed. His system was "fine" and he was getting "good" stimulation.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).